Event description:
The manufacturer received information alleging the screen goes black on the device. There was no harm or injury reported. The device was replaced. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the screen goes black on the device. There was no harm or injury reported. The device was replaced. During the evaluation of the device at the manufacturer's service center, the back light went off due to the lcd failing on the device. The device's lcd was replaced to address the issue. The device was tested, and operation checked; it was found to be working properly after the repair was made to the device.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the screen goes black on the device. There was no harm or injury reported. The device was replaced. During the evaluation of the device at the manufacturer's service center, the back light went off due to the lcd failing on the device. The device's lcd was replaced to address the issue. The device was tested, and operation checked; it was found to be working properly after the repair was made to the device. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.